Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. The instrument did not fire properly. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.